Manufacturer narrative:
Evaluation summary: primary operative notes state that with trial components, the knee had good flexion, balance, and full extension. Revision notes list postoperative diagnosis as probably synovial impingement. The patient had experienced persistent pain. Second opinion obtained felt there may be mid-flexion laxity and synovial impingement and suggested use of a thicker articular surface component. Pre-operatively, the surgeon could feel something catching and popping within the lateral gutter; intraoperatively this appeared to be a pseudo meniscus. The area was excised to free all impinging structures. A thicker articular surface was utilized for the revision. No devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Compatibility of the implanted components was confirmed. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the patient was revised due to pain.